Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with ketones. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. It appeared, by reviewing the prime history, that the customer was not changing the infusion sets every two to three days. Advised the diabetes educator to tell the customer about changing the infusion sets every two to three days.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.